Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when staff went to hook up the co2, they noticed the short port btt balloon inflation one-way valve that was missing. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).